Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A distributor reported an issue with a bio-stable 4f sl-55cm ir-145 kit non-valved with nitinol gw. Approximately a month and 1/2 after placement, a leak was noted. On examination, a small pinhole was found; therefore, the PICC was removed. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
Reference (B)(4).

Event description:
Additional information was provided, therefore the event description has been revised as the following: approximately a month and 1/2 after placement, a leak was noted when flushing to reattach tpn. The tpn was running 18hrs a day as preferred by patient, unable to concentrate over shorter time frame daily. On examination, a small pinhole was found quite close to the clamp, very tiny but definite spurt from it. The catheter hole location was wrapped in a sterile fashion awaiting for a decision as to what would be done with the PICC. It was reported that no tools were ever used to tighten connections, and the covering and securing of the PICC was statlock and tegaderm advance dressing large, so there was no requirement for further bandage securements that scissors would have been used. The PICC was accessed daily for 18 hours for therapy, with the patient self-administering anticoagulant medication subcutaneously using a orange 25 g needle 16 mm.. The PICC was removed and replaced with a 4 fr bioflo, the same line minus the clamp.the patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. A picture was provided showing the extension tubing and clamp portion of the device but a hole in the extension tubing could not be confirmed via the picture. The customer's reported complaint of small pinhole was found quite close to the clamp was not confirmed as no product was returned for evaluation. Without receiving product for evaluation a root cause for this event cannot be determined. Labeling review: as noted during the review of the directions for use (dfu) that is supplied in the reported kit, the following precautions/warnings are stated: warnings: · do not use if package is opened or damaged. · do not fully insert catheter up to suture wing. · do not use sharp objects to open package as damage to the device may occur. · if catheter and accessories show any sign of damage (crimped, crushed, cut, etc.), do not use. · do not use sharp instruments near the extension tubes or catheter shaft. Precaution: do not use sharp objects to open package. Catheter repair in the event that the catheter is accidentally torn or broken, it is recommended that the catheter be replaced. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).